Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Visual macroscopic exam shows that the tip of the upper dynamic shaft is broken at pin location. The upper jaw and pin were return but upper tip is missing. It appears that excessive force was applied to the instrument because the break is not symmetrical on either side of the shaft. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the instrument was broken during the procedure. It was reported that the metal surrounding the pin that is close to the working teeth of the instrument broke apart. The broken part was retrieved. No patient complications were reported.